Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, the clip did not come out at the third firing and the device became unable to be used. Another device was used to complete the case. There was no patient injury.